Event description:
It was reported that the device had exhibited noise that appeared to be electromagnetic interference (emi). The patient was in the ICU unrelated to the device and noise. No intervention was performed, and no patient symptoms were reported.